Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 1 device: product disposition is not yet determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 1 event for the failure: material disintegration. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. On 12/8/2025 stryker instruments discontinued the practice of filing mdrs for complaints related to foreign material or debris coming out of the device, such as metal debris/shavings/flakes, for devices registered under hwe product code in accordance with FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation. MFR report # 3015967359-2025-99506. Supplemental rationale corrected data: b5, h6, h11 1 event was previously reported during the reporting quarter; however, - 1 event was determined to be not reportable. - 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 events for the failure: material disintegration.